Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no known impact to the customer¿s blood glucose. A pump reset was performed and the customer reported that the touch screen issue had been resolved and that the touch screen was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.